Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap sigmoid resection procedure, when introducing the circular stapler, the staple line opened. No further info is available. Case completed by suturing by hand. There was no patient consequence.